Manufacturer narrative:
(B)(4). D10: cat #: 00877503602 / bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 / lot #: 3140243. G2: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision due to a limb length discrepancy. There was no harm or complications to with the patient. Only a correction to the length of the limb. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.